Event description:
Report received from the FDA, via the voluntary medwatch program reporting air entering the right common carotid artery (rcca), during use with a y-type blood/solution set with standard blood filter. Report states "flush bag ran out without notice, and filter did not work resulting in air entering rcca. Pt almost immediately experienced neurologic status changes, requiring hyperbaric oxygen treatment, and continued hospitalization. Total recovery is possible/probably, but not yet attained. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." A facility rep stated, heparin 300 units in 1000ml normal saline was being administered under pressure via an artery. At an unk time, the pt experienced air in the rcca, which was noted visually. The pt is recovering. Though requested by baxter, no add'l info was provided regarding the pt demographics, treatment details, diagnosis, and medical history.

Manufacturer narrative:
The device is not availabe for eval. Baxter has requested the device for eval, however, the device was discarded by the user facility. Similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review.